Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor. However, they are being populated for submissions purposes. This report captures all the data (including patient demographics, patient medical history, procedural information, device information and re-operation information) submitted to the national breast implant registry (nbir) from july 1, 2021, through september 30, 2021 and indicates reasons, complications, device problems, and patient requests that lead to re-operations involving mentor implants vs non-mentor implants. Adverse event(s) reported for mentor implants associated with re-operation from (B)(6) 2021, through (B)(6) 2021: qty unk: capsular contracture (82.14%), qty unk: hematoma (1.19%), qty unk: infection (8.33%), qty unk: seroma (1.19%), qty unk: skin necrosis (3.57%), qty unk: wound problems (3.57%), qty unk: device migration/implant malposition (36.43%), qty unk: suspected/actual rupture/deflation (48.84%), qty unk: wrinkling/rippling (14.73%), qty unk: change shape/size/style (66.41%), qty unk: correction of asymmetry (18.51%), qty unk: ptosis (14.12%), qty unk: recurrent cancer (9.09%).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture hematoma , infection, seroma, skin necrosis, wound problems, device migration/implant malposition, suspected/actual rupture/deflation, wrinkling/rippling, change shape/size/style, correction of asymmetry, ptosis, recurrent cancer. (B)(4). Manufacturer¿s reference number: (B)(4).